Manufacturer narrative:
The device was rec'd. Investigation is not completed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.